Event description:
The customer reported an overinfusion of tpn (10% dextrose) in the nicu. The tpn was hung at 1423; the order volume was 192 ml and the compound volume was 292 ml. The intended rate was 8 ml/hr for 24 hours. A pre-scheduled glucose level was drawn at 1700 and the results were elevated so the nurse tried to determine the reason and noted the bag was almost empty. The baby's heelstick and serum glucose levels were transiently elevated for a period of time and insulin 0.19 units was given at 1915. Post insulin glucose levels were not provided but the customer reported that there was no lasting adverse effect. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. Photos have been received showing IV bag and device screens. The event logs and data set have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.